Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a bascom procedure, the tip of the needle broke off during suturing. The tiny pieces of the needle fell into the patient's cavity, but were found using x-ray without requiring reoperation. Further patient details are unavailable.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture and one needle. A tactile and microscopic examination of the suture revealed no signs of material or assembly process damage. One needle was received broken at the swaged end. Under magnification, instrument marks were observed at the swaged end of the needle. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.